Manufacturer narrative:
The pipeline flex has not been returned for evaluation; product analysis cannot be performed. The device was not returned; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. The device involved in this event is not approved in the us; the device's brand name and model number are provided below. This report is being filed against a similar device: brand name: pipeline flex with shield technology model number: ped2-450-12. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that pipeline flex with shield did not open expected in the proximal section, as a result of this reduced flow was noted into right internal carotid artery (ica). The pipeline proximal section was placed within a bend and only half of the stent opened. More than 50% of the device was deployed when the event occurred. The device was resheathed more than 2 times. No additional steps were made to open the stent. The device was removed. This event occurred during the treatment of a ruptured, right ophthalmic segment artery. The morphology was blister. The max diameter was 6mm and the neck was 8mm. The distal landing zone was 4mm and the proximal was 4.5mm. The anatomy was severe in tortuosity. The devices were prepared and used per the instructions for use (IFU). No patient injury occurred.